Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a broken reservoir compartment. Customer stated that the edge of the ring was worn away and had fallen off. Customer reported that the washer is gone and that the reservoir falls out and is not secure. Customer's blood glucose level was 75 mg/dl. Customer also stated that there are missing pieces on the insulin pump. Insulin pump will need to be replaced. No additional information provided.